Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for catheter ablation. During the procedure it was mentioned that when a curve was applied to reshape the needle tip with same usual force, the needle tip got broke. Thus, the needle was replaced with same model needle and the procedure was completed successfully. The event occurred outside the patient body and no patient complication were reported. The device is not returning as discarded in facility.

Manufacturer narrative:
The device was not returned for analysis. Based on the available information, there were no evidence found to indicate a manufacturing or design-related issue. Therefore, the reported allegation was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle.'. In the complaint description, it is clear that needle was manually reshaped during procedure to have better septum reach.

Event description:
It has been reported that an nrg transseptal needle was selected for catheter ablation. During the procedure it was mentioned that when a curve was applied to reshape the needle tip with same usual force, the needle tip got broke. Thus, the needle was replaced with same model needle and the procedure was completed successfully. The event occurred outside the patient body and no patient complication were reported. The device is not returning as discarded in facility.